Event description:
Report received of a pump not alarming for air-in-line or air-in-line backprime during preventative maintenance testing. There was no report of any adverse patient event while the device was in clinical service.